Event description:
Event description boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) experienced ventricular lead oversensing resulting in pacing inhibition. Clinical attempts to reproduce the lead noise were unsuccessful. Lead measurements were reported as being normal. The device's lead sensitivity setting was reprogrammed to the least setting during the patient's previous follow-up, which reportedly mitigated the pacing inhibition. During the current follow-up, noise was present only on the atrial lead. Concern was expressed that there is a device header issue. Electrocardiogram (egm) strips were faxed in for review by a boston scientific technical services consultant (ts). There was no report of adverse patient effects. The device and leads remain implanted and in service.